Manufacturer narrative:
Initial reporter phone extension is (B)(4). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic total fluoroscopic hysterectomy procedure the device jaw tip broke off. There was no patient incident and no harm or adverse impact to the patient. The procedure was completed with a new similar device.

Event description:
Addendum (B)(6) 2022: the procedure was therapeutic total laparoscopic supracervical hysterectomy. The event occurred at the end of the procedure during the colpotomy when the doctor was performing seal and cut. The functional mode and settings were seal 2, cut 1. Intelligent tissue monitoring (itm) functionality was off. There was a minimal delay which was required to switch to a new device. The delay was not clinically relevant. A couple of probe damage error messages were received prior to the probe breaking off. Where the device probe fell is not provided. Device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Devices used in conjunction with this device during the procedure are not known.

Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is large amount of tissue build up located on the distal end near the probe breakage. The ptfe pad teflon pad (tissue pad) was inspected and found it worn with a very small portion of the tip of the teflon pad damaged as well as missing, however no metal was exposed. The distal end of the device was inspected under a microscope and found the probe is detached, missing portion returned. The detached portion that was returned also has signs of heavy charred residue on the probe. The wiper movement no movement due to heavy tissue build up. The consistency of movement of the handle and jaw is tight. The handle load is heavy. The rotation of the knob torque is normal and smooth. The shaft appears to have no indications of dents or deformities. The exact cause of the event cannot be exclusively identified. However, based on past investigations, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. Contact with hard tissue, metal, or a surgical instrument: 1. During output in seal and cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke with added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because seal and cut output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn, causing the non-insulated of the grasping section to touch the probe. 3. Seal and cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke with added load. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.